Event description:
It was reported the patient with diabetes was reported to have called after a line blocked alarm was received within one hour of placing a cleo 90 infusion set. Delivery was attempted to be resumed using the current cassette, however, the line blocked alarm reoccurred. A new cleo was placed, after which no further line blocked alarms were reported. There was patient involvement/no harm reported.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes: updated. One sample was returned for evaluation. Review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection showed that the cannula on the connector was bent. Functional testing confirmed that flow was successfully established. The complainant¿s allegation was verified, but the probable cause could not be determined.